Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The device was discarded by the facility. As the device was not returned for evaluation, visual and functional inspection was unable to be performed. A review of the DHR could not be performed as the lot/serial number was not reported. The reported event could be attributed to: ancillary equipment issues (e.g. Handpiece); user selects improper min settings on generator; improper usage and inadequate cleaning of instrument; applying improper or inadequate directional force. The instructions for use (IFU) state: during benchtop testing of vessels >5 mm, the strongest vessel seals were achieved by allowing the advanced hemostasis mode to completely transect the targeted vessel.. Use the torque wrench (already mounted to the shaft) to tighten the blade onto the hand piece. Turn the torque wrench clockwise while holding only the gray hand piece until it clicks twice indicating that sufficient torque has been applied to secure the blade. Note: do not use any other means than the torque wrench to attach or detach the instrument from the hand piece. Note: do not torque the instrument by hand without the torque wrench or damage may occur to the hand piece. Note: hold only the gray hand piece and not the instrument handle while applying the torque wrench. The instruments allow for the coagulation of vessels up to and including 7 mm in diameter, using the advanced hemostasis hand control button. Do not attempt to seal vessels in excess of 7 mm in diameter. If activation is unintentionally stopped while sealing, maintain jaw closure and reactivate. The instrument can be used for dissection, grasping, coagulation, and cutting between the blade and clamp arm. Note: to achieve complete sealing, the trigger should be fully closed and the vessel fully contained between clamp arm and blade of device. An audible and tactile "click" indicates full trigger closure. To achieve full closure of the jaws of the device, squeeze the plastic trigger until you feel it stop against the plastic handle (plastic to plastic). If full trigger closure is released prior to or during activation on tissue, an audible and tactile "click" is evident. Increase grip force until full trigger closure is achieved. For optimal performance and to avoid tissue sticking, clean the instrument blade, clamp arm, and distal end of the shaft throughout the procedure by activating the instrument tip in saline. Note: do not touch the instrument to metal while activated. Note: do not clean the blade tip with abrasives. It can be wiped with a moist gauze sponge to remove tissue, if necessary. If tissue is still visible in the clamp arm, use hemostats to remove residue, taking care not to actuate the hand piece. If desired, the instrument may be unplugged. Should the device become available for return, the investigation will be reopened. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that a harmonic scalpel sealed correctly throughout the case; however, there was post op bleeding the following day that was believed to be associated with the device. The blood loss volume is unknown and a blood transfusion was required. It was reported that follow-up surgeries/procedures were not required and it is unknown how the bleeding was stopped. The patient is reportedly doing well. These are commonly used devices that are readily available.